Event description:
It was reported during implant of the left ventricular lead that after attaching the retention clip, the sleeve broke at the groove. Follow-up was conducted to obtain information on the patient and whether the lead was replaced, but the attempts were unsuccessful. The device status is unknown. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.